Event description:
N/a.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-nov-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for ec8+ cartridge lot k21130.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded a suspected discrepant potassium result of >9mmol/l on a patient. There was no patient information available at the time of this report. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.